Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
510(k): this product is manufactured in the u.s., but not marketed in the u.s. Investigation type: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter got stuck in the cartridge, or injection system. There was patient contact with the lens but no patient injury. This occurred on (B)(6) 2020. An alternate lens was successfully implanted. The cause of the event is reported as unknown.